Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was no longer feeling stimulation as she was before. An x-ray was taken, and it was discovered that the lead had migrated all the way down to the pocket. There were no factors identified that might have let to or caused the lead migration. A revision surgery was planned but not yet scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that there was lead migration. The rep reported that the patient wasn¿t feeling stimulation on the right side anymore. X-rays were taken. The rep repor ted that the patient was scheduled for a lead revision on (B)(6) 2019. No further complications were reported.